Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with a programmer during a routine follow-up. The physician elected to replace the device.